Event description:
It was reported that the patient was getting very bad headaches that started 3 days ago. The pain level was a 10 out of 10. The patient has not contacted her doctor but contacted the sales representative who instructed the patient to contact customer service. The patient is taking tylenol. The patient was advised by customer service to conduct a time test once she is pain free. No further information was provided.

Manufacturer narrative:
The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the product was not returned and the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.